Event description:
The patient had hypoglycemic symptoms and used the suspect device to check their blood glucose and obtained a result of 187 mg/dl. Based upon the result patient took additional insulin. Patient then went into a coma. Patient was given two gluco guns and taken to the hospital. The hospital also treated patient intravenously. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.